Event description:
It was reported that the device was overheating during a procedure. Another drill was used to complete the procedure. There was no harm to pt or user due to this event.

Manufacturer narrative:
The device was evaluated by the MFR and the event has reported when confirmed. Upon disassembly the bearings on the driveshaft assembly in the handpiece were found to be worn/damaged. The damage caused the bearings to run roughly resulting in friction with generated heat within the handpiece. The handpiece was repaired, passed all outing inspection, and was returned to the customer. The device was repaired and returned to the customer.